Event description:
Additional information received reported the patient had increasing back pain and wanted to have better pain control. At the refill, a 9% increase in infusion rate was programmed. The patient was programmed to have 25 mg a day of dilaudid, but in reality was only receiving 13 mg per day of dilaudid due to the programming mistake. The pump was reprogrammed with the new medications, new volume, and a bridge bolus. The patient showed no new neurologic problems and was discharged in good condition.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported a bridge bolus was incorrectly performed. The pump update was cancelled due to the volume of pump not being updated. It was reported after correcting the volume the pump was updated with the bridge bolus now showing "only the new concentration." The bridge bolus that was in progress was stopped and updated with a "modified" bridge bolus. The drug being used in the pump was bupivacaine and dilaudid (hydromorphone). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).